Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the surgical procedure? What were the indications for surgery? What is meant by ¿malfunction of the knife¿? What was the reason for conversion? What structure was device being fired on? What color cartridge was used? Was buttressing material being used? Which number firing of device did issue occur? How many prior firings of device? Was there any other stapling devices used prior to the conversion? What is the current patient status?

Event description:
It was reported that during a laparoscopic surgery procedure, there was a malfunction of the knife when they were applying the staples. The laparoscopic surgery was converted in laparotomy. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: hospital didn¿t give access to the information. This complaint has been sent directly from the hospital to us.

Manufacturer narrative:
(B)(4). Batch # n53y33. The analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/3 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.